Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from japanese: "this is a report about fm on the needle tip. According to the customer's report, something like thread was found on the needle tip."

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 1cc syringe. Customer states that something like thread was found on the needle tip. The returned syringe was examined and exhibited a clear strand of material on the cannula/barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause could not be concluded. H3 other text : see h10.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from japanese: "this is a report about fm on the needle tip. According to the customer's report, something like thread was found on the needle tip."